Manufacturer narrative:
A philips field service engineer (fse) went onsite and gathered the logs and tested the monitor. The fse determined that the monitor worked according to its specification. The logs were provided to the philips remote service engineer (rse). The rse indicated that on (B)(6) 2025, at 00:07 a.m., the pulse ECG and arrhythmia alarms off was activated on the monitor, which turns audible off alarms at the bedside monitor and central station. The ECG waveform was still present and recorded, but no alarms would sound. The ECG alarms were reactivated on (B)(6) 2025, at 03:54 a.m., which was after the arrhythmia event. Based on the information available and the testing conducted, the cause of the reported problem was the user. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Section d the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mp2 indicating that an emergency room patient went into asystole, but the device did not generate an alarm. The patient was transferred to ICU, and it remained unknown whether there was permanent harm. The date and time of the incident was determined to be (B)(6) 2025, at approximately 03:42 a.m.